Event description:
Customer reported a result of 113 mg/dl on his aviva system compared to a result of 79 mg/dl on a freestyle system while experiencing hypoglycemic symptoms. Customer's family members gave him grape juice to treat the hypoglycemic symptoms and then called emts. Upon arrival the emts compared their meter of unknown type to his aviva with results of 200 mg/dl on their meter and 191 mg/dl on his aviva system. No treatment was provided by the emts. There was no delay in treatment of the hypoglycemic symptoms. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.